Manufacturer narrative:
The dxa automation line was evaluated by beckman coulter field service engineer (fse). During a follow-up interview, the customer's laboratory operations manager, verbally stated that the dxa downtime caused approximately a 30-40 minute delay in a transfusion, though he did not believe this delay contributed to the patient's death. He also mentioned other contributing factors, including a 20-minute blood draw delay and suspected communication problems between the dxa and dxc700au chemistry analyzers. A thorough factual review of the customer's laboratory information system (lis) logfiles revealed a different sequence of events that contradicts the initial verbal allegations regarding dxa downtime. Review of the log files indicate that the dxa 5000 system performed within specifications, showed no downtime, and produced the cbc result in 8 minutes. The total stat turn-around-time was 51 minutes which is within the customer's <1 hour stat policy. The dxa 5000 automation line did not experience any failure or downtime related to this event and therefore did not contribute to any delayed results, delayed transfusion, or the patient's ultimate outcome. There is no evidence of device malfunction, software issues, hardware failure, reagent failure, or workflow obstruction. The single original patient sample was processed once, without repeat, and without recollection. Sections a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged a delay in complete blood count (cbc) test results, which they believed possibly caused a delay in a patient's transfusion due to the downtime of their dxa 500 automation line. A patient death was reported; however, the death was determined to be unrelated to the cbc processing timeline.